Event description:
It was reported that during a stapled hemorroidopexy procedure, the anodilator was positioned at the anus and the purse string was done circumferential, as usual practice of the surgeon. The instrument was placed into the anal canal and closed and fired. The tactile feedback of the firing was not audible; there was no tactile feedback as mentioned by the surgeon. The stapler was removed and the surgeon found that the staples were not properly formed. The cut line was not completely sealed and there was bleeding. The surgeon had to suture the staple line to stop the bleeding.

Manufacturer narrative:
(B)(4): incomplete firing cycle. The analysis results found that the device arrived in good visual condition, without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.